Event description:
It was reported that bolts that go through brass sleeves on the fowler are failing out, causing pieces to detach. No adverse consequence reported.

Manufacturer narrative:
This issue caused an issue with the stabilizer bar leading to the fowler being unable to be lowered.